Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0960 showed two other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that there is was a fracture in PICC line. A chest x-ray to confirm fracture. The PICC was removed and flushed and fracture noted at 18cm mark.